Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during drain 6 of 6. The home patient (hp) had disconnected to go to the bathroom and then reconnected and then got the alarm. The baxter technical service representative (tsr) had the hp cycle power for a se 2367 and then again to clear the alarms. The hp was in drain 6 of 6 so he would finish with manual supplies. Proper disconnect procedures were used. Proper procedures per the user manual were reviewed with the reporter. During troubleshooting, nothing was found that could have contributed to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.